Event description:
Pt revised to address pain, found loose femoral components.

Manufacturer narrative:
Examination was not possible, as the devices were not returned. A complaint database search finds no other reported incidents against the provided product and lot codes since their release for distribution. The investigation could not verify or identify any evidence of product error with regard to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers this investigation closed. Should the product or add'l info that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
Update: (B)(4) 2012 - litigation papers received. In addition to pain and a loose femoral component, it is now alleged that the patient suffers from discomfort and toxic amounts of cobalt chromium metal ions to be released into the blood, tissue, and bone. A metal liner has been added and initial emdr created.

Manufacturer narrative:
**Update** 11/19/2012- litigation papers received. In addition to pain and a loose femoral component, it is now alleged that the patient suffers from discomfort and toxic amounts of cobalt chromium metal ions to be released into the blood, tissue, and bone. A metal liner has been added and initial emdr created. The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify a root cause corrective action was not established. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.